Event description:
It was reported that artificial urinary sphincter (aus) cuff was replaced due to unknown reasons. A 4.0cm cuff was implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.